Manufacturer narrative:
Updated fields: h3, h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the tip was burnt. A definitive cause was not established, however, it is possible that a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the distal end. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited a burn on the tip. There were no reports of patient involvement.